Event description:
It was reported that during an implant procedure, after entering the coronary sinus the physician tried to further advance the catheter, when a coronary sinus dissection occurred. The physician had a complaint that the "new catheter [is] made of lower quality material" than older models, and that the surevalve has negative effects on slitting. A different catheter was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).